Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a crossover from the left side, and a phlebographie of the vein-system, the reinforced part of introducer became detached from the valve. When the physician finished the procedure he wanted to take out the balkin-introducer. The coiled part of the balkin-introducer became detached from the check-flo-valve. Luckily, the physician could retrieve everything without any additional consequences to the patient. No forceps were used. The physician dilated with a balloon which was retrieved without any problems.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, quality control(qc), specifications, trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. One sheath was returned to assist in the investigation. Inspection found the sheath to be undamaged. However, the flare appeared to be under sized. A go/no go gage used to confirm the correct size of the flare determined the flare is in fact undersized. No damage was noted on the flare. The check-flo body and cap were pinned gaged and confirmed to be correct. Instructions are in place to verify flare size and adequacy. To verify that the flare is free of splits, nicks, pits, holes, kinks, and creases. The flare should be a concentric shape, not slanted or uneven; it should look like a champagne glass. Flare inside diameter should be unobstructed and round. Inside diameter should be free of debris, material flaps, strands, and protruding wires. Flare should fit over nose of adapter but not up onto adapter threads. Per qc, instructs to confirm the correct size and type of material has been used and to confirm correct length of sheath and dilator. A search of the lot number associated with this complaint found this to be the only complaint reported of its kind. It is feasible to suggest the flare being too small caused the fitting to become detached. Due to a low occurrence rate and a low risk severity, the risk of event remains acceptable. We will continue to monitor for similar complaints.

Event description:
During a crossover from the left side, and a phlebographie of the vein-system, the reinforced part of introducer became detached from the valve. When the physician finished the procedure he wanted to take out the balkin-introducer. The coiled part of the balkin-introducer became detached from the check-flo-valve. Luckily, the physician could retrieve everything without any additional consequences to the patient. No forceps were used. The physician dilated with a balloon which was retrieved without any problems.